Manufacturer narrative:
One medfusion pump was received with the top case cracked by the handle, the bottom case cracked by the l-bracket and both plunger cases cracked. The event history log was reviewed and there was a force sensor bridge test message. The power up process, a check and test of the force sensor and a plunger head movement test were conducted. The force sensor values were out of specification/calibration due to normal wear since the pump is 9 years old. The plunger head felt stuck and would not move. The plunger tube seal was ripped and went inside the pump, it was getting stuck between the plunger tube and barrel clamp guide. The plunger issue was user induced. The force sensor, plunger cable, top case and plunger tube seal were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a bridge force error and the syringe plunger wasn't working. There was no reported adverse event.